Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03258. The patient received 2 scs leads with the same lot number. It was reported the patient's scs ipg was explanted and replaced due to intermittent stimulation (accompanied by uncomfortable stimulation surges) and low impedance value. The issues resolved with the surgical intervention. Follow-up identified one of the scs leads pulled out of the scs ipg header.